Event description:
Customer reported that the act button on the insulin pump was not working. The blood glucose reading was 102 mg/dl. Customer could not recall any significant events leading to this alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.